Event description:
The plumepen ultra surgical smoke evacuation pencil failed to work. When the button was pushed it made the audible sound but did not cauterize at all. In follow up with staff it is looking like perhaps staff is not fully plugging the pencil in to the port completely in the new cautery machine we recently received. I am wondering if the ports on the new machine are less pliant and require a firmer push to fully seat the plug on this device when plugging it in.